Event description:
We ordered two disposable cypass trimming forceps and in both cases the forceps would not cut through the cypass. We were using reusable handpieces and disposable tips so I'm wondering if that was the issue. Follow up on (B)(6) 2025: we were unable to complete the surgery and the cypass was left in. The cypass caused corneal edema and she required a partial thickness transplant. No direct harm from it yet but there is a high risk of transplant failure with the cypass in the eye.